Manufacturer narrative:
(B)(4). Additional information received from the surgeon: at that time no "double stapling technique" was conducted. At the proximal end of the bowel a purse-string suture was performed and the in the device head of the (B)(4) knotted in. The distal end of the bowel also received a purse-string suture. Then the anvil was screwed forward and the purse-string suture was closed, with regard to not placing the knot on the orange mark of the anvil. While closing the instrument it was noticed, that because of the wall thickness of the bowel a relative high pressure was necessary to reach the green control area (green area of the gab setting scale) of the instrument. Reaching this area additional 10 seconds were waited and then turned further 30 degrees. Firing the instrument the typical crunch was heard. The donuts were complete, a leak test with blue solution was conducted successfully. Three days later deterioration with clinical signs for suture insufficiency, which in this early state is always a sign for a technical problem, occurred. During reoperation a wide insufficiency was found, as shown on the pictures already sent. Some of the staples were found to be reformed to the typical b-form, some were totally malformed, one side bent inward, one side bent outward. To finish the case a lower resection on the bowel and a same like stapling were performed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was received on (B)(4) 2011: leakage test during surgery was o.k., patient tissue was not irradiated before surgery; the reason for "staples open on 7th postoperative day" is unclear. Patient is fine now and has left the hospital. Despite attempts to obtain additional information, no more information is available. On (B)(4) 2011, ees field quality engineer (fqe) reviewed two digital photos that were provided. In summary: based on fqe's observations, it appears that there was a circumferentially imbalance of tissue which would not allow the anvil to close and compress tissue to a common thickness resulting in the anvil being tilted. When the anvil is not evenly perpendicular to the staple casing, the staples, when deployed, will range from formed to open and various shapes in between. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after an open sigma resection procedure, staples were open on 7th postoperative day; reason for this is unclear. Leakage test during surgery was okay. Patient tissue was not irradiated before surgery. No adverse patient consequences were reported. Patient is fine now and has left the hospital. The customer disposed of the device.